Manufacturer narrative:
Product event summary : the distal portion of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Concomitant product: 5568-53, lead, implanted: (B)(6) 2005.

Event description:
It was reported that there was an alert for high impedance on the right ventricular high voltage coil of the right ventricular (rv) lead. It was also noted that the impedance was variable over the last week. The superior vena cava (svc) coil also had high impedance. During laser lead extraction the patient experienced perforation, pericardial effusion, cardiac tamponade, and bradycardia. The patient was rushed to the operating room. The lead was explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.